Event description:
It was reported that the patient had a catheter revision on (B)(6) 2012 and at that time his dose was reduced to 0.48mg/day and the pump was set at lowest continuous mode. It was indicated during normal use that the patient experienced an overdose and was difficult to rouse for the past week. It was noted that the patient's dose was decreased from 0.48mg/day to 0.06mg/day and the pump was set at minimum rate. It was reported that the patient was in the intensive care unit (ICU), non-responsive, however alive and with injury. The drug delivered via pump was dilaudid.

Event description:
Additional information received reported the patient's physician did not get a report of overdose. The hospital report indicated hypoglycemia. The patient was brought down to minimum rate and then raised a little bit but he was not back to where he was. It was noted, the patient also had another episode in (B)(6). The patient had been seen (B)(6) 2012 and (B)(6) 2013 and he was "doing good." The device system was used to deliver dilaudid, 5mg/ml, 0.3002 mg/day.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Product ID 8709, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter. (B)(4).